Event description:
It was reported that patient underwent revision surgery of right hip due to severe and increased pain in right hip, and metal-on-metal reaction with elevated serum cobalt and chromium levels.